Manufacturer narrative:
Reader nagc204-j6001 has been returned and investigated. Visual inspection was performed on the returned reader, no issues were observed reader did not turn on with button press or with strip insertion. Reader does turn on with usb cable. Set the date and time using the pc software and determined the uom is locked to mg/dl. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device has a power issue wherein only measured values is shown when it is connected to the charging cable as a result, the customer experienced symptoms described as feeling weak and sweating and was given apple juice and dextrose for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Reader did not power on with button press or test strip insertion. Reader does turn on with usb cable. The reader was de-cased and visual inspection on pcba(printed circuit board assembly) was performed. Observed liquid contamination. Issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Correction has been made.

Event description:
A customer reported that the adc device has a power issue wherein only measured values is shown when it is connected to the charging cable as a result, the customer experienced symptoms described as feeling weak and sweating and was given apple juice and dextrose for treatment by a third-party. There was no report of death or permanent injury associated with this event.